Event description:
It was reported that during a rectal lowering plus partial colectomy procedure, after firing, the rectal and colonic section of the tissue did not have any staples. This caused contamination in the abdominal cavity and then it was necessary to close the rectal colo by converting to open. The patient is still under observation in the intensive care unit.

Manufacturer narrative:
Date sent: 03/20/2008. Info anticipated, but unavailable at this time.